Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown magnum cup, lot number: unknown. Item number: unknown, item name: unknown stem, lot number: unknown. Item number: unknown, item name: unknown magnum taper adaptor, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02313.

Event description:
It was reported patient underwent hip revision approximately thirteen years post-implantation due to pain and suspected pseudotumor. Attempts have been made an no further information is available.

Event description:
It was reported patient underwent hip revision approximately thirteen years post-implantation due to pain and suspected pseudotumor. Revision operative report noted fluid present in the joint which was cultured. Attempts have been made and no further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.